Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient received a heart transplant. Due to patient privacy laws the managing hospital would not communicate patient outcome information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
T was reported through the patient outcome that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided.